Manufacturer narrative:
Concomitant medical products: 3830 lead, implanted (B)(6) 2010; 5071 lead, implanted (B)(6) 1994. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) leads were exhibiting high thresholds. Outputs were adjusted downward and the patient's lower pacing rate was decreased and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.